Event description:
The consumer stated a petal from the applicator broke and remained inside of her. She indicated that she felt uncomfortable after inserting a tampon. After removal of the tampon, she found a plastic piece of the applicator. She felt better after removal.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.